Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes insufficient negative pressure was found during use. No health impact or consequence reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information:d4: medical device catalog # 367988.

Manufacturer narrative:
The following fields have been updated with corrected information: d.4. Medical device lot #: 3206353. D.4. Medical device expiration date: 31-jul-2024. D.4. Unique identifier (UDI) #: (B)(4). H.4. Device manufacture date: 25-jul-2023. H.6. Investigation summary: bd received 1 photo for investigation. The photo was reviewed and the indicated failure mode of underfill was not observed.  In addition, 20 retention samples from bd inventory were subjected to a draw test for low or no draw. The stated label draw is 8.5 ml with a specification range of 7.65 (ml) ¿ 9.35 (ml). Tubes ranged in draw from 7.8897 (ml) ¿ 8.4385 (ml). All tubes were within specification. Device history record review of reported incident lot determined all product release requirements were met. There were no related quality issues during product manufacture. This complaint has not been confirmed for indicated failure mode of underfill. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes insufficient negative pressure was found during use. No health impact or consequence reported.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes insufficient negative pressure was found during use. No health impact or consequence reported.

Manufacturer narrative:
Unknown lot number: d.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown e1: initial reporter state: (B)(6) e1. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.